Event description:
Per the clinic, the patient experienced dizziness. It was determined that the electrode array was not in the cochlea. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.